Manufacturer narrative:
Investigation summary: customer reported contamination of bacteria on phoenix ap instrument. Field service engineer was dispatched on site. Fse cleaned the whole instrument including all racks and inoculation station and optimized calibration settings. Instrument was tested and resulted good condition. Issue solved and instrument released for operational use. As no returns were received to confirm the failure mode, this is an unconfirmed failure of a bd product. The root cause of the failure is not known. Device history record review for the instrument (B)(6) was conducted and there were no abnormalities related to this failure mode during manufacturing acceptance testing. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that the bd phoenix¿ ap was contaminated with proteus. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ ap was contaminated with proteus. There was no report of patient impact.